Event description:
Healthcare professional reported "rupture, discomfort, pain, capsular contracture baker grade unknown and animation deformities". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Clarification: un-reporting e2303 & a010102, baker grade ii confirmed. Reason for reoperation: rupture; "animation deformity". Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture, discomfort, pain, capsular contracture baker grade unknown and animation deformities". Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted. Therefore, the event of capsular contracture is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported "rupture, discomfort, pain, capsular contracture baker grade unknown and animation deformities". Healthcare professional later reported "capsular contracture baker grade ii". This record is for the left side. Device was explanted. Device will be returned.